Manufacturer narrative:
(B)(4).

Event description:
(B)(6), post-op leak confirmed by diagnostic laparoscopy with upper gi endoscopy symptoms severe abdominal pain, nausea, vomiting, anorexia diagnosed with infection. Reoperation performed on (B)(6). Patient underwent diagnostic laparoscopy with intraoperative upper gi endoscopy. Repair of the leak with prolene suture there was tissue damage. There is a perigastric hematoma collection and leak around it. (No tissue loss, no blood loss).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy there was a post operative leak. Patient injured. Extension of the surgery time and re-operation necessary. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information below the patient was evaluated by anesthesiologist and an internist where proper management and treatment was provided and cleared for surgery prior to operation. On (B)(6) she was admitted for laparoscopic sleeve gastrectomy the operation went fine with unremarkable result. She was transferred to regular ward and was started with the following medications: nexium 40mg IV every 24 hours, heparin 7,500 iu sc every 12 hours, perfalgan 1 gram IV, pethedine 75mg im every 6 hours and zofran 4mg IV every 12 hours and with intermittent pneumatic venous foot pump. She was apparently well, vitally stable and afebrile. She was instructed about the proper usage of incentive spirometry. However, after 24 hours post op, she complained from sudden onset of generalized weakness, progressive shortness of breath, hypotension, tachycardia, fever and low oxygen saturation. She was subsequently transferred to ICU for close monitoring, hemodynamic stabilization with IV inotropics with noradrenalin and dopamine infusion. She was started on avalox 400 mg IV once a day, prizma 4.5gm IV 6 hrs IV, dansteron 4mg IV, perfalgan 1 gm IV q 6, vancomycin 500mg q 12 hours, solucortef 100mg IV q 12 hours, heparin 7,500 iu sc q 12 hours. CT scan of the abdomen revealed well defined collection confined at the anterior epigastric. Free flow of the oral contrast in remaining gastric cavity down to the duodenum with no contrast leakage seen. No definite signs of pulmonary embolism seen. Bilateral lower lobar lung consolidations with air-bronchogram associated with bilateral subtle pleural effusions was noted. She was placed on observation and subsequently received IV ppi and IV fluids. Patient improved on supportive treatment in ICU and she was transferred to the regular ward. Oral fluids were started with good tolerance from the patient. Trial to change antibiotics to oral was not tolerated well by the patient so, she was re-started on IV antibiotics. Her ppn was stopped after oral fluids started. Repeated CT scan showed marked improvement of her lung situation and increase in the size of her sub-hepatic hematoma. Her main problem now is continuous desaturation at room air which is improving with minimal oxygen support (3 l/min) and fever which comes 3-4 times a day. On (B)(6) repeat abdominal CT scan was done and revealed two hematoma loculations noted at the perigastric region, an interventional radiologist was heralded for placement of ultrasound guided percutaneous drainage of the dependent part of perigastric hematoma. About 50-60 ml of altered blood was extracted and patient tolerated the procedure well. She was noted to have some less frequent episodes of fever. On march 5, abdominal ultrasound was repeated and revealed no change in size of the upper hematoma hence, another percutaneous drainage was placed on it where about 40-50 ml of altered blood was evacuated. She was also started on tpn thru her central line where which patient is tolerating well. At present she have stable vital signs and afebrile for about 2 days.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two surgical videos. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the surgical videos. During visual evaluation of the videos, one out of five firings showed initial staple line bleeding. Staple malformation was seen in multiple places along the full staple line. Functional evaluation could not be performed because the product was not returned. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The root cause could not be reliably determined. However, probable causes for staple line content leak include firing on over-indicated tissue and firing through an obstruction. Should new information become available, the file will be re-opened and reassessed at that time.